Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the customer also state that o ring fell out and reservoir was not able to lock in place and function. The customer blood glucose level was in the 400 mg/dl to 500 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. The customer was advice to discontinue use of the pump and revert to a back-up plan per health care professional instruction. Advice the pump will need to be replaced. The insulin pump will be return for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a broken reservoir tube lip. The p-cap locked into the reservoir compartment properly.